Event description:
Reportedly, recommended replacement time (rrt) reached on (B)(6) 2013. The device was explanted on (B)(6) 2014 (device is not available for analysis).

Event description:
Reportedly, the device had reached its elective replacement indicator (eri) on (B)(6) 2013. The device was explanted on (B)(6) 2014; it has not been returned for analysis.